Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported that the line fractured. Followed guidelines. Localize and drug neutralize.